Event description:
It was reported that the patient's blood glucose level (bg) rose to 22.2 mmol/l (399.6 mg/dl) while wearing the pod between 5 and 24 hours on their arm. The device was originally reported for allegedly not delivering insulin properly. Device investigation found a tear in the cannula. Information on treatment was not provided.

Manufacturer narrative:
The left side of the exposed soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.